Event description:
It was reported that the foot end was working intermittently due to #1 wireharness issues. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.